Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission: 24-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: a review of the black box showed no evidence of temperature issues. The black box data was overwritten due to continuous use. The pump was run for 24 hours with no reboots, power losses, or overheating. The pump electrical current draws were within specifications and no evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected and no defects were found. The pump was opened to find no damage to the power circuit. The temperature complaint was unable to be duplicated during investigation.